Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery." The t:slim x2 user guide states, "do not reuse cartridges or use cartridges other than those manufactured by tandem diabetes care, inc. Use of cartridges not manufactured by tandem diabetes care, inc. Or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels (507 mg/dl). Reportedly, the customer alleged the pump wasn't delivering as intended. Customer delivered a bolus and increased the basal rate to address bg levels. Reportedly, the customer required assistance due to being dizzy. Troubleshooting with tandem technical support (cts) was performed, and cts found the pump time was inaccurate due to the customer not adjusting the pump time for daylight savings. Cts guided the customer through adjusting the pump time to be accurate. In addition, the customer reportedly refilled the cartridge. Cts educated the customer on the cartridge change process.